Event description:
A us distributor reported that a patient was experiencing arrhythmia alarms and "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, arrhythmia alarms) was confirmed due to the electrode belt ECG "c&d" cable being severed, cutting all wires in the cable. The belt was unable to pass falloff testing. The root cause for the severed cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.